Event description:
Dosing - administer the contents of 1 vial under the skin for up to 24 hours each day. Loading dose: 0.5ml, continuous dose: 0.32ml/hr (0.26ml/hr-0.35ml/hr), extra dose: 0.3ml. Patient's wife reported defective vyalev pump. The pump started giving them issues on saturday. The pump would prompt with message "remove battery, wait 10 min, re-insert battery and refer to directions". They followed those steps, but then the pump would beep and present a screen with a yield sign and exclamation point and message "problem detected. Pump is stopped." Repeated several times. Vyalev nurse advised this is not something that can be fixed. Pump needs replaced. Overnight order being sent. Pt had oral carbidopa/levodopa on hand to use instead of pump in the meantime. No additional information known. Manufacturer is abbvie. Pump serial # (B)(6). Patient has pump for return. Parkinson's disease.